Event description:
The reporter indicated that the pt has had an increase in seizures post-implant. The device was implanted in 2001. On 2001, the device was programmed to 0.25 ma and the pt's seizure activity did not change from their baseline activity. On 10/2001, the output was increased to 0.50 and the pt still maintained their baseline activity. The following month, the output was increased to 0.75 and the pt began to have an increase in seizures. In 12/2001, the output was increased to 1.00 and the seizure activity was less; however, it was still two lines the baseline activity. The pt's facility feels that the device is not working properly; however, the device was tested and found to be working properly. It was reported that there have been no medication or environmental changes that may have led to the increase in seizures. Attempts to obtain add'l info have been unsuccessful to date.